Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04421. It was reported the patients leads displayed high impedance, preventing the device from entering MRI mode. Surgical intervention may be pending to address the issue.